Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required replacement of two occlusion detector buttons. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be two damaged occlusion detector buttons. To correct the condition, the two damaged occlusion detector buttons were replaced. If any additional information is received, a follow-up MDR will be sent.